Event description:
It was reported that a merlin.net battery performance alert was observed. No eri or eol was indicated. Device replacement due to potential early battery depletion was suggested. It was later noted that the patient has not been schedule for explant yet. The patient was stable.

Event description:
New information received indicated that the device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event was a battery performance alert (bpa). The implantable cardioverter defibrillator (ICD) was returned for analysis. Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.